Event description:
It was reported by the rep the device was used during a laparoscopic tubal ligation. It was reported upon insertion of the 578sd trocar through the supra pubic area of the pt, the bird of the trocar remained exposed and hit the fundus of the uterus. No other trocar was needed to complete the procedure. There was consequence to the pt.